Manufacturer narrative:
Concomitant devices: micro tech single use biopsy forceps ref# (B)(4). This report is being submitted to provide information reported by the customer and investigation findings. Physical evaluation of the device showed: stiffness of the device, stated by the user, was not confirmed. The flexibility of the insertion tube was checked by holding the insertion section in both hands and forming a half-circle at approximately 50mm, based on the service manual. The minimum radius was measured at 40mm. There were no kinks forming on the insertion tube. The rest of insertion section was checked the same way and there were no noted kinks or wrinkling on the insertion tube. The appearance and function of the bending section was normal. The repair history of the device showed: the most recent repair prior to this event was (B)(6) 2021. This was a level iii refurbishment. Device history record (DHR) review: the DHR for the is device was reviewed, and it was confirmed the scope was shipped meeting all design and safety specifications. The instructions for use provided with the scope provides the user with the following information relevant to the reported event: important information ¿ please read before use: instrument compatibility: refer to "combination equipment" on page 113 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. Since the user used the endo therapy accessories which were not compatible with the subject device, the user handling deviated from IFU. Conclusion summary: physical evaluation of the device did not confirm stiffness of the scope as reported by the customer. Though the cause of the suggested event cannot be conclusively specified, we presume the following likely causes based on the investigation finding: the user operated the device irregularly, such as introducing the device to the patient while the endo therapy accessories were inserted to biopsy channel. Some sort of abnormality occurred by using non-olympus endo therapy accessories, which is not compatible with the subject device.

Event description:
The customer initially reported during an unspecified procedure using an evis exera iii gastrointestinal videoscope, the scope was stiff, and caused an unspecified patient injury. Additional details were requested regarding the patient and reported event. No information was provided at that time. New information provided by the customer on 18may2021 included: event date, patient demographics, pre-existing conditions, and the procedure being performed: diagnostic gastroscopy and colonoscopy for the indication of rectal bleeding with fecal urgency and strong family history of inflammatory bowel disease, and recent diarrhea. The injury experienced by the patient is described as: "significant oozing in the greater curvature of the stomach, likely from scope trauma, but a bit more than generally expected". The treatment provided to the injury included: the area was irrigated (washed) and suctioned with hemostasis noted. The patient had no other apparent procedural complications.